Event description:
False negative result(s). Called in because of 2 false negative results. Customer received a positive covid result at the clinic. The clinic tested using an antigen test. The customer immediately went to the store, purchased 2 flowflex plus kits, and performed both tests. Both flowflex plus kits showed negative results for covid. The kits were purchased at cvs..

Manufacturer narrative:
Case outcome: final product manufacture and qc record for (B)(4). No issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(4)meet the qc criteria. There no was the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h3 - device evaluated by manufacturer h6 "adverse event problem" - event problem and evaluation codes are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). Called in because of 2 false negative results. Customer received a positive covid result at the clinic. The clinic tested using an antigen test. The customer immediately went to the store, purchased 2 flowflex plus kits, and performed both tests. Both flowflex plus kits showed negative results for covid. The kits were purchased at cvs.